Manufacturer narrative:
Our field service engineer (fse) could verify on-site that the reported compressor-mini was making noise. He also discovered that the compressor was intermittently going to standby mode. The compressor/motor unit and the standby valve were replaced. The compressor was returned to service after successful functional testing was completed. The returned motor/compressor unit was tested in a test bench. Some high-pitched noise could be heard when the motor was running stand-alone in the bench. The compressor motor ran however, as expected. The cycling behavior (in and out of standby mode) of the returned standby valve was confirmed. The compressor was periodically going to standby mode for 6-7 seconds when wall air was disconnected. This failure condition will not lead to a stoppage of ventilation as the standby time is very short. Our conclusion is, that the returned compressor/motor unit was making some increased noise, but was functioning when running in the test bench during the investigation. The root cause for the unexpected behaviors has not been established from this investigation.

Event description:
(B)(4).

Event description:
It was reported that the compressor was making a lot of noise. There was no patient involvement reported. (B)(4).